Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the brush head that he/she was using fell apart in his/her mouth. No injury was reported. Follow-up: consumer stated he/she had a metal rod and the floss head was falling off.